Manufacturer narrative:
Investigation summary an internal complaint ((B)(4)) was received indicating that a 10cc control top syringe contained in a general laparoscopy pack (finished good (B)(4), lot 40991259) broke when injecting local into an incision site. The defective sample could not be returned because the reporting customer was unable to decontaminate the product. Therefore, photos were provided of the actual defective product, which confirm the reported issue. The raw material syringe contained within the convenience kit is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request was sent to (B)(4). The response is due october 20, 2016. The work order for the finished good was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The investigation is incomplete at this time. When new and critical information becomes available, this report will be updated.

Event description:
When injecting local into the incision site with the 10cc control top syringe, the top of the syringe broke off. It caused additional or time as the team needed to open an additional syringe to administer more local anesthetic into the incision sites. A rough estimate would be about three minutes to open another syringe and draw up local. This occurred during a laparoscopic cholecystectomy. No injury was reported and no other intervention was needed except to open another syringe to administer additional local anesthetic.